Event description:
It was reported that device detachment occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient, the wolverine catheter cannot pass to the guidezilla. When physician pulled out the balloon, the catheter was kinked and broke in half. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified a hypotube break 100cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. During wire insertion test, the device could be loaded and tracked over a 0.014 inches guidewire without issue. No other issues were identified during the product analysis.

Event description:
It was reported that device detachment occurred. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, outside the patient, the wolverine catheter cannot pass to the guidezilla. When physician pulled out the balloon, the catheter was kinked and broke in half. The procedure was completed using another of the same device. There were no complications, and patient is stable post procedure.